Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned instrument cannot confirm the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: d10, h6 (device) corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an ab gripper stocking and not real song bearing. Srom neck nut tightener is deformed and won¿t engage neck trial .